Event description:
The report received indicated that during a percutaneous transluminal angioplasty a balloon rupture occurred. The target lesion was the left superficial femoral artery. There was moderate calcification, no vessel tortuosity and a 70% stenosis present. The product was prepped and used following the instructions for use (IFU). The product was used for pre-dilatation. The balloon catheter was advanced towards the target lesion over the guidewire through the sheath introducer. The balloon was inflated using an encore indeflator (boston scientific), however balloon ruptured at 6 atmospheres. Catheter was removed and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni